Event description:
It was reported to technical services that this clinic was having a problem uploading a disk into paceart. Paceart will only populate the model/serial number info and not the rest of the data fields. They were working with (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).